Event description:
On (B)(6) 2013, it was reported that the up and down buttons on the patient's infusion device were not functioning. Initial investigation showed that the check button was also not functioning and the device displayed e8 (power interrupt). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was sent to undergo further evaluation.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroy the functionality of the buttons and the pump electronics. The up and down button are permanent active due to an external mechanic damage. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.